Manufacturer narrative:
The patient was born in (B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 1 patient sample tested for elecsys tsh assay (tsh), ft4, ft3, and anti-tpo on a cobas 6000 e 601 module. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(6) for information on the ft4 results, medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the anti-tpo results. The patient is being treated with qizenday and the customer suspected a biotin interference and sent the sample for testing by the abbott method where discrepant results were identified. Refer to attached data for the patient results. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(6).

Manufacturer narrative:
The patient sample was submitted for investigation. The customer's values were reproduced at the investigation site. During further investigation of the serum sample, a very high biotin concentration of approximately 750 ng/ml was detected. This concentration is far above the allowable threshold concentrations specified in product labeling of the respective assays: tsh: no interference up to 25 ng/ml, ft4: no interference up to 20 ng/ml, ft3: no interference up to 70 ng/ml, anti-tpo: no interference up to 10 ng/ml. This very high biotin concentration caused the low tsh results and the high ft4, ft3 and anti-tpo results. Product labeling states "samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5 mg/day) until at least 8 hours following the last biotin administration. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."